Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The pre-revision radiographs showed a device with loss of height, translated device endplates and a broken metal piece at index level c3/c4. No pre-operative, immediately post-operative, or interim radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The c4/c5 device at time of removal was not intact. The device showed evidence of in vivo mechanical failure. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the fiber construct and the core were not found during surgery. Inspection of the endplates indicated that the superior endplate was severely damaged and had fractured in three pieces. Some extraction damage was visible on both endplates, particularly on the inner surfaces in the lateral quadrants, suggesting force was required to remove them. In summary, while the device collapsed, it was not possible to determine the sequelae of events that led to the failure of this procedure. This was a two-level implantation. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that the patient experienced pain and a collapsed device appearing on imaging at index level c4/5 and the malfunctioned device was explanted. The second device remains implanted.